Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional/corrected information in h6 (investigation findings). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures and needles were not returned. The anchor is off of the device. The proximal end of the anchor has been compressed and deformed but not fragmented. The insertion device has no visible defect. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. Based on this investigation, the need for corrective action is not indicated.

Event description:
During an arthroscopic procedure, two (2) twinfix ultra 5.5mm anchors failed in the same manner. The first anchor only inserted halfway, at which point the anchor handle detached, and the sutures were damaged. As a result, it was decided to fully remove the anchor using pliers. The second anchor was also removed after it was observed that it had only inserted halfway. A 2.5mm drill was used. The procedure was ultimately completed using a twinfix 5.5 drill and an s+n anchor in the originally drilled bone hole, although with difficulty, as the surgeon noted that the handle was very weak and bent easily. There was a delay of more than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.